Manufacturer narrative:
E.1. Initial reporter phone #: (B)(6). H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd luer-lok¿ syringe had leakage pas the stopper. Report 1 of 3. The following was recieved by the initial reporter: after mounting, the liquid presses past the stamp to the outside. Punch is not tight. This error occurred on 19.07, 21.07 and 24.07 with 1 syringe each time.

Manufacturer narrative:
The following fields have been updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 04-sep-2023. H.6. Investigation summary: one used sample and five unused samples were provided to our quality team for investigation. Through visual inspection, a leakage past the stopper ribs is observed in the used sample. There was no damage found in the barrel or any other components that could have contributed to the leak observed. The unused products were evaluated, no damage was observed and all stoppers were verified to be properly assembled. A device history review was performed for the reported lot 2304044, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this incident. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures, including leakage testing. All returned samples underwent these same tests and found product met required specifications. Give there was no visible damage or defect within the product and device records did not reveal any quality issues, we cannot identify a definitive root cause at this time. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends.

Event description:
It was reported that the bd luer-lok¿ syringe had leakage pas the stopper. Report 1 of 3. The following was received by the initial reporter: after mounting, the liquid presses past the stamp to the outside. Punch is not tight. This error occurred on (B)(6) with 1 syringe each time.